Event description:
A peritoneal dialysis pt has reported the following event to his nurse: after disconnect and pushing pin in, it breaks off and gets jammed inside the transfer set and it becomes blocked. The facility was contacted on several occasions and additional info was received on (B)(4) 2011. It was learned in speaking with the pt's nurse that the pin broke off inside the transfer set and blocks fluid transfer. The rn changed the transfer set and the pt was able to resume his treatment. The pt is fine and continues his peritoneal dialysis as ordered. A sample is available for an eval.

Manufacturer narrative:
(B)(4). Note: it has been determined on (B)(4) 2011, after a review of all the info received that this report will be submitted as a reportable malfunction.